Event description:
Report received from an institute for safe medication practices (ismp) safety bulletin indicated the pump overinfused during clinical use. An intravenous morphine drip was initiated on a critically ill pt. The nurse set up the infusion with a 50 mg/50 ml morphine solution and set the pump at a rate of 2 ml/hr. The pt was also started on vasopressors for hypotension. One hour after starting the morphine, the bag was reportedly found empty. During this time, the pt required higher doses of vasopressors, which may have been related to the morphine overdose, per the safety bulletin. The pt had been intubated and fully ventilated prior to the initiation of the morphine and therefore no additional medical intervention was needed and no adverse outcome resulted.